Event description:
Breast augmentation 18 years ago with silicone implants. 1991 bilateral capsulectomies with removal of implants and replacement with saline implants. Since 1991 pt continues to have chronic fatigue syndrome, complaints of joint discomfort and immobility and poor quality of life.